Manufacturer narrative:
Per the user facility¿s perfusionist, the reported non-clinical activity was during evaluation.

Event description:
It was reported that during use of the device for a non-clinical activity, the flow probe was reading 10% off of the actual flow. There was no patient involvement.